Event description:
It was reported that the patient underwent an unrelated surgical procedure. It's unknown if patient did not set the ipg into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external device. Additional information is still pending.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that the pg was successfully recovered, reprogrammed and effective therapy restored.